Event description:
It was reported that three fibers broke during a kidney stone procedure. It is unk how the case was completed. Pt outcome: "no damages to the pt". This report is for the third surgical fiber.

Manufacturer narrative:
Reference MFR #'s: 2937094-2013-01280, 2937094-2013-01281. Fiber analysis: the fiber was returned in two, approximately 5.5 ft (proximal end with connector) and 3.4 ft (distal end) sections. The proximal section was found to have a sharp bend and fracture at the non-connector end; there was no sign of burning/thermal damage to the proximal section. The distal section was found showed evidence of being stretch/pulled apart at one end and no damage at the distal/output end was observed. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.